Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lock mechanism and scope detection socket failed and caused the front panel to blink constantly and no image to display. Definitive root cause of the scope detection switch failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cosmetic damage and lamp life over 500hrs was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source front panel flash failure to display image was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.